Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge is the contamination and shorted transistor. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs properly.